Event description:
Hub of PICC -2nd lumen of PICC- leaking saline when flushed to hook up tpn; continued to leak. Tip of PICC leaking- md notified. Required replacement of PICC. Unsure if practice or product issue.